Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 31348. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, three photos were received for evaluation by our quality team. One photo shows a packaging top web, another photo shows a packaging blister where the bottom web and a hand written circle highlighting an area where the bottom web is punctured and the third photo shows a packaging blister high with a hand written circle highlighting two black specks of embedded degraded resin. The cause for this defect could have resulted during the syringe molding process, where the embedded degraded resin builds up in the hot runner system and can break loose and become molded into the components. The cause for the puncture in the bottom web could have happened due to a jam in the packaging area that induced the damage. As a result of this incident, the packaging process was reviewed looking for any sharp or any other condition that could induce damages to the packaging blister finding everything acceptable. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Degraded resin. Syringe molding process. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. For the bottom web punctured. It may have happened a jam at the packaging area inducing this damage. The packaging process was reviewed looking for any sharp or any other condition that could induce damages to the packaging blister finding everything acceptable.

Event description:
It was reported that the bd 20ml syringe luer-lok¿ tip experienced foreign matter contamination and a damaged/open unit package/seal where sterility was compromised. The following information was provided by the initial reporter: material no: 302830, batch no: 0031348. On (B)(6) 2020 during labeling and inspection activities at the warehouse, it was noticed that a quantity of one (oea) of syringe, tip, 20ml sterile was found with particulates embedded to the syringe and a hole in the outer packaging. The material was not used in the manufacturing process. Several complaints (19 total) reported for this product,10 of those involving a similar issue.